Event description:
It was reported the hp052 was used during an unknown procedure. It was reported by the rep there was lockout during operation. The case was completed with another device and with no pt consequence.